Manufacturer narrative:
Concomitant medical product: product ID d-evprop2329us; product lot/serial number (B)(6); product type: delivery catheter system; product ID l-evprop2329us; product lot/serial number unknown; product type: compression loading system; this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. This report was submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was initially placed too low and deeper than intended. The valve was recaptured and repositioned for a more optimal depth. There were no specific anatomical features that contributed to the decision. The valve was implanted on the second deployment. Following the implant procedure, echocardiogram showed trace paravalvular leak (pvl). No treatment was reported for the pvl. The baseline serum creatinine (scr) level was 1.81. Urine output was 750cc. Incontinence was present at baseline. The day following the valve implant the urine output was 1050cc. Two days following the valve implant the scr was 2.11 and increased that day to 2.42. Acute kidney injury, grade 1 was reported. Additional monitoring was required. Intravenous medication was required. 500 cc of lactated ringers (lr) was administered. Three straight catheterizations were required. The physician indicated the event was possibly related to the procedure but not related to the medtronic products. Four days following the implant of the valve, shortness of breath, wheezing and chest pain occurred. Electrocardiogram (ECG) showed an anterior infarct that was suspected to be type 2 non-st segment elevation myocardial infarction (nstemi) that was related to acute hypertension with medication and mild heart failure exacerbation. Blood test showed troponin I at 1020 picograms per milliliter (pg/ml). It was reported that the nstemi was not related to the implanted valve but possibly related to the procedure. Treatment of the nstemi included medication and supplemental oxygen. Chest pain resolved and the nstemi recovered four days following onset. The acute kidney injury resolved 6 days following the valve implant procedure. No additional adverse patient effects were reported.